Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis coincident with dianeal unknown therapy. This is one of multiple reports from the same reporter. In (B)(6) 2009, the patient began treatment with dianeal unknown 3.86%, 1.36% and 2.27% (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient was hospitalized for sterile peritonitis manifested by abdominal pain and cloudy peritoneal fluid. The patient was treated with ceftazidime 1 gram every other day ip ((B)(6) 2010) and vancomycin 1 gram once every 3 days ((B)(6) 2010). On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient recovered from the event of sterile peritonitis. It was not reported whether the patient was retrained in aseptic technique. Dianeal unknown therapy were reported as continuing. The nurse considered the sterile peritonitis unrelated to dianeal unknown therapy, however, considered the break in aseptic technique to be the root cause of the sterile peritonitis. Causality for the event of break in aseptic technique and the relationship to dianeal unknown therapy was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.